Event description:
It was reported the pt is unable to communicate with his scs ipg using the pt programmer or charger. A sjm rep met with the pt and confirmed the pt's ipg does not communicate with external devices. The pt stated he lost stimulation therapy approx three months ago after attempting to charge his ipg but not being able to. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.